Manufacturer narrative:
Results of investigation: the device investigator stated that the problem was duplicated when the pole 1 of switch was moved. The device investigator noticed black corrosion on pole 1, opened the switch and noticed white corrosion on the switch rocker back and front side. Root cause has been determined to be the corrosion on switch rocker.

Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and found a/c power switch defective. Replaced switch and performed battery test and user verification testing. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Event description:
The customer reported that while in patient use the ventilator shut down. The patient was removed from the ventilator and placed on another ventilator, no patient harm.